Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
Other text: the device was returned. The customer's problem was not duplicated, during the investigation. Upstream and downstream occlusion sensors passed functional tests. A missing battery door was replaced, and the sensors were calibrated. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information was received on 27may2022 via email and attached to complaint object: no patient involvement. (Updated b1), corrected data: the model number was incorrect, in the initial submission (updated d4a) the brand name was incorrect, in the initial submission.

Event description:
Additional information received on 27may2022 via email and attached to complaint object: all issues with these pumps were found during testing and repair at our facility. No patient involvement.